Manufacturer narrative:
Device was disposed at the hospital and will not be returned for evaluation.

Event description:
It was reported that there was a hair contamination observed in the tray. Device was discarded at hospital.